Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 clips fell out of the jaws before closure on the cystic vessel. Another er320 was opened to complete the procedure. There was no consequence to the patient.